Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the operator went to use the ultrathane mac-loc locking loop multipurpose drainage catheter, the hub separated from the catheter. The separation reportedly occurred when the stiffening cannula was inserted into the device. The customer confirmed that this occurred prior to patient contact; accordingly, the patient did not experience any adverse events.

Manufacturer narrative:
Investigation summary: a review of documentation, drawing, instructions for use, quality control, and manufacturing instructions was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Device lot number was not available therefore, a review of device history record and complaint history could not be performed at this time. The manufacturing documents for this device were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were identified. The risk specification for this product includes the failure mode of hub separation and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device is supplied with the product IFU, which list warnings and precautions as well as instructions for proper use and placement of the device. The instructions state in the how supplied section, "upon removal from package, inspect the product to ensure no damage has occurred." The lot number was not provided; therefore, it is unclear whether the device was manufactured prior to the change in manufacturing instructions (mi_2782) were implemented. The current validation for 8.5fr mac-locs validates the proximal assembly process for both tensile strength and leakage. There is no evidence to suggest that this device was made out of specification. Based on available information, a definitive root cause can not be determined at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.